Manufacturer narrative:
Physio-control observed impact damage to the device's main keypad assembly.  Physio then replaced both the main keypad and interface pcb assemblies.  Following the repairs, proper device operation was observed.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the only button that would respond on their device was the on button. None of the other buttons would respond when pressed. As a result, defibrillation would not have been possible. There was patient use associated with the reported event; however, there were no adverse effects reported as a result of the reported issue. Medical personnel were attempting to use their device to monitor the patient. No further details about the patient or the event were provided.